Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported. Additional information indicates the patient received an additional 6 bursts of anti-tachycardia pacing (atp) and 5 shocks due to sinus tachycardia. This led to therapy exhaustion. The patient was running at the time and occurred about 3 minutes into his run. Troubleshooting and reprogramming options were discussed. No additional adverse patient effects were reported. Additional information indicates the patient received another episode of multiple shocks and bursts of anti-tachycardia pacing (atp) for supraventricular tachycardia (svt). Therapy was exhausted due to this episode. Troubleshooting and reprogramming options were discussed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to supraventricular tachycardia (svt). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported. Additional information indicates the patient received an additional 6 bursts of anti-tachycardia pacing (atp) and 5 shocks due to sinus tachycardia. This led to therapy exhaustion. The patient was running at the time and occurred about 3 minutes into his run. Troubleshooting and reprogramming options were discussed. No additional adverse patient effects were reported.